Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed and the outer sheath was accordioned proximal to the mounted stent. No other issues were noted with the profile of the device. During analysis, attempts to either reconstrain or fully deploy the stent were unsuccessful. No issues were noted with either the deployed stent or the inner lumen that would have contributed to the complaint incident. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stent implanting procedure for a malignant stricture in the bottom part of the choledoch, performed on (B)(6), 2010. According to the complainant, while attempting to place the stent, the target point was not reached so the physician successfully reconstrained the stent and then attempted to release it again. The outer sheath met resistance, and the stent could not be completely deployed or reconstrained. The patient was reported as having a severely tortuous anatomy. The procedure was completed with another device without any problems. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stent implanting procedure for a malignant stricture in the bottom part of the choledoch, performed on (B)(6), 2010. According to the complainant, while attempting to place the stent, the target point was not reached so the physician successfully reconstrained the stent and then attempted to release it again. The outer sheath met resistance, and the stent could not be completely deployed or reconstrained. The patient was reported as having a severely tortuous anatomy. The procedure was completed with another device without any problems. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Stent, partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.